Manufacturer narrative:
Continuation of d10: 693565 lead implanted on (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) patient reported experiencing dizziness and then receiving a shock a couple days prior. The patient reported later hearing beeping and thought the ICD "might have vibrated". Review of a remote transmission showed an alert had been triggered after the ICD delivered a shock for an episode detected in the ventricular fibrillation (vf) zone. Review of the treated vf episode and an episode detected in the ventricular tachycardia (vt) zone treated with anti-tachycardia pacing (atp) showed significant right atrial (ra) lead undersensing, and ICD discriminators were unable to withhold detection due to the ventricular rate appearing greater than the atrial rate. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the anti-tachycardia pacing (atp) and shock delivered were appropriate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.